Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an occlusion error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an occlusion error was not reproduced. The device was sent for occlusion testing, and passed. A review of the event history log revealed multiple downstream occlusion alarms however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.